Manufacturer narrative:
On (B)(6) 20202, mentor became aware that date of explant was inadvertently reported as (B)(6), 2021 under the previous initial submission on (B)(6) 2020. The correct date of explant is (B)(6) 2021 manufacturer¿s reference number: (B)(4) since field d6b for explantation date does not accept future dates.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Date of explant: (B)(6) 2021. (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent primary breast augmentation with a 400cc mentor memorygel, breast implant and experienced left side capsular contracture; baker grade iii postoperatively. As a result, patient will undergo bilateral explantation on (B)(6), 2021.